Event description:
This is the first report of two involving the same pt where an icp 1104b failed to function twice. The description involving the first catheter was as follows: "a camino monitor went down. I asked them to check connector and the cable. No kinks in the catheter and connection tight. Changed out the monitor and still only splash screen, so not a monitor problem. Revised the catheter. First catheter failed after moved pt to CT bed." There was no pt injury involved with this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.